Manufacturer narrative:
Type of reportable event updated from serious injury to malfunction. Additional device codes - 4008 and 2988. Manufacturer's investigation conclusion: the pump remains implanted and the patient continued on vad support. No product was returned for analysis. The report of damage to the patient¿s driveline, specifically circumferential exposure of the patient¿s driveline at the metal housing end, could not be confirmed through this investigation. Review of an x-ray image of the external portion of the patient¿s driveline showed an area of concern. However, data in the submitted log file did not appear consistent with previous complaints of driveline damage. The majority of the events captured in the submitted log file were routine power changes and pi events. There were two intermittent no external power events that occurred on (B)(6) 2018 at 01:39 am and on (B)(6) 2019 at 10:40 pm. During each of these no external power alarms, both power cables were disconnected and the pump was supported by the emergency backup battery. The log file appeared to show the pump functioning as intended. The pump remained above the low speed limit for the duration of the log file and no other atypical alarms were noted. The heartmate ii patient handbook addresses damage due to wear and fatigue of the driveline in the driveline care section. The heartmate ii patient handbook also contains section on caring for the driveline. The hmii lvas patient handbook also discusses how to change power sources and warns that at least one system controller power cable must be connected to a power source at all times. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 3 years and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that there was damage to the percutaneous lead that the patient had covered with electrical tape. Technical services determined that the damage was only cosmetic at this time. The patient and his healthcare providers refused a percutaneous lead replacement at this time as they do not want to cause potential for short-to-shield, due to the remote location of the patient's home. The electrical tape was replaced with rescue tape.